Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving hydromorphone (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient came in for magnetic resonance imaging (MRI) on (B)(6) 2018, and the nurse didn't notice that the pump was stopped. The log showed that the pump change was made at 15:24 but the examined time showed 15:25. The log showed five of the normal seven steps. The nurse said that she did not interrogate twice, did not go through all the steps to stop a pump, and did not move it early. The patient reportedly left with a stopped pump and called the following monday morning ((B)(6) 2018) because they didn't feel well. That day, the patient came in and the pump was restarted with a bolus. The pump did restart, however, it was noted that the pump had been shut off for 68:40. The patient returned on (B)(6) 2018 for a refill and the pump function appeared normal. It was unknown how the pump stopped as there were many screens to go through to manually stop it. The patient's device diagnosis was a stopped pump, but it was unknown how that happened. The patient's clinical diagnosis was drug withdrawal and the programming date from the most recent refill prior to the event was (B)(6) 2017 at 14:30. Interventions included reprogramming on (B)(6) 2018 and the event resulted in an unscheduled clinic or office visit. Diagnostics included device interrogation indicating the pump was stopped on (B)(6) 2018. The relationship of the event to the device or therapy was related and the relationship of the event to the implant procedure was not related. The outcome was resolved without sequelae on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018; the patient's weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-mar-02. It was noted that per the pump logs, the pump was infusing 5000.0 mcg/ml dilaudid at the time of the event.